Event description:
Customer reported a packaging issue involving an adc meter she ordered from the "adc 800 number" and noted that the lancing device, 10 lancets, test strips and the carrying case were missing from the package. Customer was unable to state when the event occurred but noted it was in the afternoon. She further reported that due to this she experienced "blurred vision, an ill feeling, sweating, chills and disorientation." Customer self-presented to her healthcare provider, was diagnosed with hyperglycemia and was treated with an unknown amount of insulin, which was a new medication. Customer denied self-treating. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally: the actual date of the medical event is unknown.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.